Manufacturer narrative:
H3: evaluation summary: customer report of stenosis was confirmed through observed host tissue overgrowth and calcification. Report of regurgitation was confirmed through observed rolled leaflet from host tissue overgrowth. X ray demonstrated wireform intact and minimal calcification along the free margins of leaflets 1 and 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 1 at the outflow aspect. The free margins of leaflets 1 and 2 were rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth fused leaflets 1 and 3 by approximately 1mm at commissure 1, leaflets 1 and 2 by approximately 4mm at commissure 2, leaflets 2 and 3 by approximately 1mm at commissure 3 on the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Sewing ring cloth was cut in multiple areas around the valve. Wireform was exposed around all three leaflets on the inflow aspect.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. According to literature, pannus typically occurs between 12 months to 5 years. The root cause of the event was patient related factors.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm 6900ptfx pericardial mitral valve, implanted approximately three (3) years and nine (9) months, was explanted due to mitral stenosis and regurgitation. The leaflet was fused with a remained patient's posterior leaflet. The leaflet of 6900ptfx appeared to be slightly thickened. The device was originally implanted for mitral valve replacement to correct mitral regurgitation. The device was explanted and replaced with a 27mm non edwards mechanical valve with no adverse patient events reported. The patient status was reported as "under treatment". The device was returned for evaluation. There was no allegation of device malfunction. Patient age at implant (B)(6).